Event description:
Customer reported that the insulin pump had fallen and slid across the ground causing scratches on the front of the pump. Customer stated that the pump fell due to the infusion set not sticking. Customer also stated that she experienced a blood glucose level around 30 mg/dl two weeks prior to the call due to taking too much insulin. Customer stated that she treated the low blood glucose level with food. Blood glucose level was 102 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.